Event description:
Customer reported a charger fail error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the charger pcb. System operates as intended.